Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the superficial femoral artery (sfa). The lesion was pre-dilated. The stent was successfully deployed. During removal of the delivery system the tip got caught in the stent slightly fracturing the stent. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4)

Event description:
The catheter shaft was kinked immediately distal to the strain relief. The device had a kink on the inner polyimide shaft . The proximal end of the distal tip was flared and partially raised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.